Event description:
After 5 uses, the top layer separated from the base layer, so it is no longer usable. Rest assured I am writing to request a replacement for the night protector I purchased. After 5 uses, the top moldable layer completely separated from the base layer, making it unusable. Please find enclosed my survey, receipt, and the upc from the box. Thank you.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as tot he root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.